Event description:
A malfunction alarm was reported, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.